Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found high resistance in the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The device was explanted. There was no patient death.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving clonidine (3500mcg/ml, 800mcg/day), and compounded baclofen (500mcg/ml, 114mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and multiple sclerosis. It was reported that a motor stall recovery was confirmed via the event logs. The patient did not recently undergo magnetic resonance imaging (MRI). In addition, safe state, reset, low battery and motor stall with a recovery occurred (B)(6) 2015. All were confirmed via the event logs during a refill and catheter access port (cap) aspiration with a single bolus programmed. The reporter updated the pump twice, but it still continued to alarm with silencing the alarm. Two safe states occurred within 45 minutes of each other on (B)(6) 2015. The patient was asymptomatic at that time. Troubleshooting was performed with the reporter, and the hcp was to confer with the patient and would manage any underdose or withdrawal symptoms the patient may have prior to replacing the pump. The pump was subsequently replaced due to the reset. The hcp used the drug from the old pump and refilled it into the new pump (16ml). The hcp wanted to keep the dosing the same as it was prior to the pump reset.